Event description:
The hcp reported the pump site dehisced with an infection and there was drainage from the scar. The pump was explanted and returned to the MFR for analysis. The replacement pump was implanted in a new spot. A follow up report will be sent when additional info is received.